Event description:
It was reported that the funnel of the catheter was found to be cracked upon opening the tray. It was later reported per additional information from the ibc via email on (B)(6) 2019;the ibc representative said that there was a crack on the funnel.

Manufacturer narrative:
The reported event I confirmed with an unknown cause. The sample was evaluated and a tear was found at the bifurcation area of the catheter. The tear looks as if it was caused by mechanical force from the outside. The exact cause on how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the funnel of the catheter was found to be cracked upon opening the tray. It was later reported per additional information from the ibc via email on (B)(6) 2019; the ibc representative said that there was a crack on the funnel.